Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Section d10: concomitant products equinoxe reverse 38mm humeral liner +2.5 (cat# 320-38-03). Equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05). Rs glenoid plate ext cag +10mm cage peg (cat# 320-15-06). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately two years post initial tsa, the 78 y/o female patient has been hopitalized in an other hospital for infection (streptococcus agalactiae) treated with antibiotics. Event was resolved with patient revision and all prosthesis removed. Per clinical study form the reported event is unlikely related to the device or to the procedure.